Manufacturer narrative:
There was no button error alarm noted. The pump was received with an intermittent button response due to the corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a stained end cap sticker. (B)(4)

Event description:
The customer reported via phone call that he had a broken belt clip and the pump was exposed to moisture. Customer's blood glucose today was 365 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.